Event description:
It was reported that the device had a flashing screen and it will not power off. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper device operation was confirmed and the device was returned to the customer. The failed power supply assembly was not returned to physio-control. Further root cause of the reported failure cannot be determined.